Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was discharged three hours post deployment with no complications. The pt returned to the hosp emergency room that same evening complaining of leg pain. Upon examination by the ER physician, the pt's distal pulses were diminished. An ultrasound was performed which revealed a blockage at the popliteal. The pt was admitted and surgery was performed the following morning. The pt's status is good and no further complications were reported.